Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported the patient presented remotely via merlin.net. Upon review of the transmission records, the right ventricular (rv) lead exhibited noise over-sensing. No intervention was made. There was no patient consequences.